Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed that information from the event date had been overwritten. No activity outside of normal use was viewed in the history. The pump was able to be tested for 24 hours correctly. The time test was unable to be completed due to a leaking internal clock battery. Unrelated to the complaint, evaluation revealed a dim display screen.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump's am/pm setting was incorrect. The patient denied that he changed any of the pump's programming on (B)(6) 2012. The patient claimed that he noticed that the pump's date and time was correct. However, the patient indicated that the pump's time of day setting was incorrect. Due to the alleged issue, the patient claimed that he suffered a low blood glucose (bg) levels in the "50's" mg/dl on unspecified dates/times. In each case, the patient mentioned that he was able to treat himself by eating oral carbohydrates. The patient did not report any symptoms or medical intervention from another person. The patient attributed the low bg's to having an incorrect time of day setting on the pump which affected his basal delivery. The patient declined to review the pump. It is unknown at this time how the pump's time of day setting was changed or set incorrectly. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump might have had a gaining/losing time issue since the device's time of day setting was incorrect. It is unknown at this time if the patient accidentally changed the pump's time of day setting manually. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment suggestive of a serious injury.